Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic bsc plastic stent was used during a stent placement procedure performed on (B)(6) 2017 as part of the (B)(6) clinical study. On (B)(6) 2017 a 10fr x 7 cm bsc plastic stent was implanted across a stricture in the patient with no issues reported. On (B)(6) 2017 the patient was hospitalized due to experiencing biliary obstruction. The biliary obstruction was identified via elevated liver function tests. There was no information provided regarding treatment of the patient¿s symptoms. On (B)(6) 2017 the patient was discharged from the hospital. On (B)(6) 2017 the event was considered resolved. On (B)(6) 2017 the patient underwent a stent exchange procedure with removal of the bsc plastic stent and placement of a new plastic stent.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic bsc plastic stent was used during a stent placement procedure performed on (B)(6) 2017 as part of the e7058 wf biliary fc chronic pain rct clinical study. On (B)(6) 2017 a 10fr x 7cm bsc plastic stent was implanted across a stricture in the patient with no issues reported. On (B)(6) 2017 the patient was hospitalized due to experiencing biliary obstruction. The biliary obstruction was identified via elevated liver function tests. There was no information provided regarding treatment of the patient¿s symptoms. On (B)(6) 2017 the patient was discharged from the hospital. On (B)(6) 2017 the event was considered resolved. On (B)(6) 2017 the patient underwent a stent exchange procedure with removal of the bsc plastic stent and placement of a new plastic stent. Additional information received on 16mar2018. The event term was updated to mobile cholelithiasis.